Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. It was noted that the patient is not pacing dependent. No adverse patient effects were reported. Currently. This pacemaker remains in service.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. Evidence suggests that the device remains in service. If the product is explanted and returned to boston scientific for analysis, a report will be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific as it remains in service, so product analysis could not be performed. Product record reviews did not identify a potential product quality issue or new patient harm. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review risk review: a risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the "unable to exclude device problem" investigation conclusion code was selected because the investigation findings could not clearly determine whether the reported observation(s) were caused by the device.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. It was noted that the patient is not pacing dependent. No adverse patient effects were reported. Currently. This pacemaker remains in service.